Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Additional information was requested and the following was obtained: what is the diagnosis of the patient? Lung cancer. What surgical procedure was performed? Unk. What area of the lung was stapled? Unk. On what post-op day was the chest tube removed? Unk. Did the patient have an air leak prior to the chest tube removal? Unk. Did the patient have copd or another type of lung disease? Unk. Why does the surgeon believe that the staples were the source of the air leak? During the re-operation, the surgeon noted that the staples used in the first surgery were loosen.

Event description:
It was reported that during a thoracoscopic surgery on the fifth day after the surgery, the patient developed extensive subcutaneous emphysema and dyspnea. Closed thoracic drainage was performed again, and the patient's condition improved. No additional information could be provided.

Manufacturer narrative:
(B)(4). D4: batch # x95v52. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the diagnosis of the patient? What surgical procedure was performed? What area of the lung was stapled? On what post-op day was the chest tube removed? Did the patient have an air leak prior to the chest tube removal? Did the patient have copd or another type of lung disease? Why does the surgeon believe that the staples were the source of the air leak? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.